Event description:
It was reported that the device was in need of service and repair, motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal on plunger was removed/broken. Some scratched were found on keypad, otherwise no appearance of any physical damaged. The motor rate error appeared in the event history log. The occlusion test found motor rate error. The root cause of the reported issue was found to be that the leadscrew did not operate as intended. The technician replaced leadscrew and clutch halves for preventive measure. Performed occlusion and all functional testing, which the device passed.. If the initial reporter also sent report to FDA is unknown. No information has been provided to date